Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. In order to help with the investigation, correspondence has been sent to customer for additional information. Once the additional information has been received and the investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the deployment of the medtronic flow diverter, the middle section did not expand. The device was manipulated to attempt to open the device, which caused the flow diverter to separate from the pushwire. The flow diverter released within the treating vessel and the microcatheter. The flow diverter deployed without any control of the user. However, the device was placed in the intended location. The flow diverter was placed at least 3mm past the aneurysm neck on each side. The flow diverter was then massaged within the microcatheter and balloon. There was severe difficulty and friction during the delivery of the device. This event occurred during the treatment of a saccular, carotid ophthalmic aneurysm that was unruptured. The max diameter was 21x 8 mm and a neck diameter of 9mm. The distal landing zone was 2.8mm and the proximal was 3.6mm. The anatomy was severe.

Manufacturer narrative:
H3: the pipeline flex pusher was returned within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. There was no pipeline flex shield braid or catheter returned with the pusher. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at the middle section and resistance during delivery as the returned pipeline flex pusher was returned without the braid and catheter. In addition, no images were provided for review. No damage was found with the returned pusher. The customer reported that the patient vessel tortuosity was severe. It is possible that the severe vessel tortuosity may have contributed to the failure to open and resistance during delivery. There was no non-conformance to specifications identified that led to the reported issues. Since the pipeline flex shield braid and catheter were not returned; any contribution of the braid and catheter to the issues could not be determined. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield embolization device has successfully expanded, deploy the remainder of pipeline flex with shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex with shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex with shield embolization device. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.